Manufacturer narrative:
There was no additional sample available for further investigation. An immucor field service engineer performed the unexpected reaction checklist. The peri-pump tubing was also replaced. Qc testing and multiple samples resulted as expected. The instrument is operating within specifications.

Event description:
A customer reported obtaining unexpected negative reactivity with the antibody screening assay on galileo echo m01371.